Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was experiencing incontinence. An artificial urinary sphincter (aus) revision surgery was performed in which the cuff and the pump were removed and replaced to address the problem. Once removed, the cuff was tested by inflating it with a syringe and a hole was found in a cuff fold due to ongoing use. There were no patient complications.